Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a step stress accelerated life testing in the lab there were staples missing from the staple line. On inspection of the cartridge, several pockets in rows near the blade had staples in the pocket and no driver. The engineer inspected the box the reload had been stored in and searched the testing area, but could not account for the missing driver.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: after speaking with the engineer responsible for conducting the engineering protocol and other engineers that were present at the time of testing, it has been confirmed that the condition of the reloads is due to improper handling. Reloads were removed from the tyvek pouches and dumped back into the sales unit boxes. There is no evidence to suggest the reloads were removed from sterile packaging in this condition. Multiple loose drivers were reported to be in the bottom of the sales unit boxes used to hold the reloads prior to testing and in the work area.